Manufacturer narrative:
(B)(4). Initial reporter address 1: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was attempted to be used during a procedure in the ureter, performed on (B)(6) 2022. During the procedure, the pigtail tip was kinked during insertion, and it was not possible to insert smoothly. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked. Block e1: initial reporter address 1: (B)(6) block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail was buckled accordion also observed a kink on renal pig tail. Additionally the suture hole was stretched out. A functional evaluation noted that a mandrel of 0,035" pass through stent without resistance. The suture was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it was found that a bladder pig tail was buckled accordion also observed a kink on renal pig tail then saw that suture hole was stretch out. Regarding with found issues, bladder coil buckled accordion and renal coil kink possible happened during the interaction with positioner and pusher with excess of force. Besides according to the evidence, it is possible that operational factors, interaction of the device with the suture string, manipulation or excess of force applied during it use, could have caused the stretch out of the suture hole. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was attempted to be used during a procedure in the ureter, performed on (B)(6), 2022. During the procedure, the pigtail tip was kinked during insertion, and it was not possible to insert smoothly. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.